Event description:
It was reported that a pericardial effusion occurred. The procedure was cancelled. During a left atrial appendage (laa) closure procedure, a versacross connect for laac kit was selected for use. During the transesophageal echocardiography (tee) prior to the procedure it was observed that calcified pectinate was noted in the appendage. The physician dropped down onto the septum for transseptal puncture (tsp), then the physician pulled everything into the ivc and the wire crossed on its own, then the sheath/dilator fell across on a second drop down. The versacross rf wire crossed the septum without the sheath tenting on the septum, which was noted odd to the physician as there was no prior atrial septal defect (asd) or pfo noted. The physician proceeded with the procedure, took a contrast shot and advanced the 31 mm closure device. The closure device was recaptured three (3) times. The physician adjusted it to the anterior side of the calcified pectinate, and then took an additional contrast shot. The contrast showed contrast in the pericardial space. The echocardiography physician then noted a small effusion. The procedure was aborted and a pericardiocentesis kit was opened. While preparing the kit, the effusion grew. A total of 935ml was removed from the pericardial space over 30 minutes and transfused back to the patient. After an additional 15 minutes, there was no additional effusion noted. The patient remains stable in the hospital recovery with no further intervention required, and it was later discharged. The device is not expected to be returned for analysis. The blood removed was put into a cell saver and then that blood was transfused back to the patient. The patient was not under warfarin at the time, but it was under eliquis. The physician pulled everything into the ivc and the versacross rf wire crossed on its own, then the sheath/dilator fell across on a second drop down. The physician felt odd regarding autocrossing, but that was attributed to anatomy and not the versacross. The versacross device was not inside the patient body when patient complication begun. In the physician opinion, there were no malfunctions noted or contribution from any of the versacross device.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.